Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the ptd basket separated from the catheter during use was confirmed. No sample was returned but the customer returned a picture of the device removed from the patient. The picture revealed the complete basket assembly with the black tip intact on one end and the proximal connector intact on the other end. It appears that the ptd cable broke at the proximal connector assembly. The rest of the ptd catheter was not visible in the picture and was not returned. No other information could be obtained from the picture. The IFU for this product provides warnings to ensure the exposed portion of the catheter remains straight at all times to aid in successful basket deployment that the catheter assembly is not to be advanced forward during activation and not to advance the device beyond the anastomosis. The IFU also warns that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and a withdrawal rate of 1 cm /second is recommended when sharp radii are encountered. The IFU recommends that the appropriate size guide wire be used during native fistula declotting and that excessive vessel tortuosity may complicate the procedure. A device history record review was performed based on sales history other remarks: and did not reveal any manufacturing related issues. A risk evaluation was completed on this complaint. The probable cause of the ptd catheter separating during use could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
Information was received via medwatch report. It was reported the procedure was being performed on a (B)(6) male patient. Report states a patient underwent a thrombectomy in (department) for access thrombosis which was complicated by the basket of the thrombectomy device breaking off interluminally - in the left brachial artery. Attempts to retrieve the object percutaneously were not successful and resulted in further migration of the thrombectomy basket in the artery. The patient was heparinized and underwent hd after which he was taken to the or by vascular and nephrology for an urgent open procedure that successfully removed the retained object and re-sited his anastomosis to a position more proximal in radial artery. The patient tolerated the procedure and there were no complications.